Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. Additionally, the front panel had discoloration, however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call she noted that the auto iris function was not working, but confirmed no errors were present. Tac recommended reseating the cabling on both the light source and the imager. At that time, the customer noted that the subject device needed a new light bulb. She claimed that she would install the new light bulb, then call back to follow up on additional troubleshooting if needed. During a return call, the customer then reported that the unit was now not displaying an image with either 180 scopes or 190 scopes. She went on to confirm that her second processor on the cart was successfully working using the same cabling. Following that, tac recommended returning the subject device for evaluation and possible repairs. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no image while testing the returned subject device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally noted that her olympus evis exera iii video system center¿s auto iris function was not working properly. Following the replacement of the device¿s lightbulb, the unit was now not showing an image at all. According to the initial reporter, this happened during procedure preparation. Reportedly, the procedure was able to be completed with suboptimal lighting and without any patient harm. The customer went on to note that this event has been occurred intermittently in the past. This is complaint 1 of 2. Please see report with patient identifier (B)(6) for capturing the unknown number of previously occurring event(s).